Event description:
It was reported that during cardiac catheterization, using the brachial approach, the sheath became kinked and folded back on itself. The diagnostic catheter also kinked and could not be removed. The patient was sent to surgery for removal of the catheter and artery repair. The patient status is listed as "okay".